Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of therapy and would like his system removed, but his healthcare professional (hcp) relocated and it too far away from him. The patient noted no improvement since implant. The nearest manufacturer representative was contacted and there was an attempt to contact the patient and let him know this information. The patient was called and did not answer; there was no voicemail option available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0b564, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the device never worked since the implant. They had tried to increase stimulation. The patient was not sure about a program. The reported symptoms was "not helping." The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. Additional information received from the consumer reported that he had a loss of therapy and return of symptoms. The patient felt stimulation in the correct location. There was no trauma or falls or emi related to this issue. The patient was on program 3 at 6.15v. The patient increased to 7.5v